Event description:
The healthcare professional reports that there was a leak with the transfer set at the twist clamp. The set was changed and prophylactic antibiotics were given. There was no pt injury associated with this event according to the nurse at the unit.